Event description:
Pt visited hospital emergency room complaining of fever, "flu-like" aches, shakes, diarrhea, unable to stand, sore throat, lack of energy, flush, discomfort in eyes. During initial examination the pt was noted to be hypotensive. There were no pre-existing conditions. Initial diagnosis was toxic shock syndrome (tss). Pt was admitted to hospital based on symptoms presented. Treatment included antibiotic therapy & pain medication.